Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep attempted to charge the ins and it was suspected that it was overdischarged. The rep tried to interrogate the ins with the clinician programmer but was not able to communicate. The patientclaimed they have been unable to charge, the system wasn't working, and it wasn't effective for therapy since 2014. The patient claimed she was doing prms with the ins over the past several days repeatedly. Additional information received from a manufacturer representative (rep). It was reported that the battery would be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device would not be returned as per hospital policy. No further complications are anticipated.